Event description:
Since (B)(6) 2018, the pit (patient initiated transmissions) button on the subject home monitor reportedly displays a steady red light after booting. The patient confirmed that the home monitor was correctly installed.

Event description:
Since (B)(6) 2018, the pit (patient initiated transmissions) button on the subject home monitor reportedly displays a steady red light after booting. The patient confirmed that the home monitor was correctly installed.